Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent an l5-s1 minimally invasive tlif from the right using rhbmp-2/acs. Immediately post-up, the pt had new left l5 dermatomal pain. At 4 weeks post-op, the pt continues to have persistent right l5 dermatomal pain and needs large doses of pain medication at 4-hour intervals.